Manufacturer narrative:
(B)(4). Title: melody transcatheter valve: histopathology and clinical implications of nine explanted devices citation: international journal of cardiology 189 (2015) 124¿131 authors: heike schneider, manfred vogt, regina boekenkamp, juergen hoerer, andreas eicken, rudi foth, thomas kriebel, thomas paul, matthias sigler date of e- publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Tronic received information via literature review that a study was performed to evaluate in vivo biocompatibility and factors for graft failure by means of histology and immunohistochemistry. The study took place at two medical centers, one in (B)(6). The study population included 8 patients (predominantly male; mean age 18.2 ± 6.2), all of which were implanted with a medtronic transcatheter bioprosthetic valve (serial numbers not provided). Four patients (numbers 4, 5, 6, 7 per table 1) had a previously implanted medtronic bioprostheses (from 2 device families, serial numbers not provided), which had the following adverse events noted: stenosis, calcification, valvular insufficiency, regurgitation and conduit outgrowth. Following intervention to implant a new medtronic transcatheter bioprosthetic valve, the following adverse events occurred: significant pulmonary stenosis (7 total, 2 due to stent fracture and 1 due to thickened valve cusp), conduit outgrowth (2), endocarditis (4), mild to trace pulmonary insufficiency (4), less than moderate regurgitation (3), superficial thrombus (1), loss of coaptation (5) and severe tricuspid insufficiency (1). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.